Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was received with high sleep current due to corroded electronic assemblies. No unexpected replace battery now alarm in the long trace and pump history noted. Replace battery alarm and power error alarm confirmed in the long trace. Replace battery alarm occurred after the pump error alarm was cleared. The power management tool confirmed pump error and low battery alarms were triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to corroded electronic assemblies. Pump was received with corroded battery tube and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of power system error. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.